Event description:
Pt was revised due to broken condyle on unidentified pfc femoral component. Without a lot number co cannot determine with any certainty where the device was manufactured. Could be overseas or in USA. Pt is an attorney.